Event description:
It was reported that the handpiece leadscrew nut has come loose from the snaplock. Since this was found during instrument inspection, no case was involved.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), intended for use in treatment, had high t1 torque value and snap lock nut had come loose from the snap lock on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. The root cause of this issue was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released.